Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. The user reported they missed alarm hypoglycemia and due to which they had a hypoglycemic event. The device and phone version were not provided and no issues were identify with the librelink app itself. Therefore, the complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. The low glucose alarm did not sound, and customer was not alerted of changes in glucose level. As a result, the customer experienced a loss of consciousness. Customer was seen at a hospital where an intravenous glucose was given for a diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. An extended investigation was performed on the reported complaint and determined that there were no issues with the librelink application that would have led to the complaint. The customer reported the low glucose alarm is missing. The device information, application version, and software version were not provided. Based on case information, no issues were identify with the librelink app itself. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report. Section h6 (adverse event problem) and h10 (addtl mfg narrative) were incorrectly documented in the previous report. Correction has been made.

Event description:
An alarm issue was reported with the adc device. The low glucose alarm did not sound, and customer was not alerted of changes in glucose level. As a result, the customer experienced a loss of consciousness. Customer was seen at a hospital where an intravenous glucose was given for a diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. The low glucose alarm did not sound, and customer was not alerted of changes in glucose level. As a result, the customer experienced a loss of consciousness. Customer was seen at a hospital where an intravenous glucose was given for a diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.